Event description:
During a procedure on a pt, age and sex unk, a physician requested a gold probe to complete the procedure. The gold probe cable adapter, manufactured by olsen medical, mates with the gold probe, manufactured by another device manufacturer. There was no electricity at the distal end of the probe. The procedure was completed with another device and the pt was reported as stable.

Manufacturer narrative:
The device was manufactured in july, 2006. Based upon collaboration with the customer, the device was used beyond twenty times.